Event description:
It was reported that bd insyte autog bc pnk 20ga x 1.0in needle pierced the catheter. The following information was provided by the initial reporter: customer reports multiple issues with cath, difficulty threading the cath on at least 40-50 placements, they have seen an issue every day over the past two weeks. Some patients have also stated the needle is dull on this lot. But clinicians have been able to get needle in and then having difficulty threading which has caused blowed viens. 10 jul 2024 investigation finding: needle through catheter lead to threading difficulties and a perception of a dull needle.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. This MDR is the result of an investigation finding: our quality engineer inspected the sample submitted for evaluation. Bd received 3 unsealed 20ga x 1.00in. Insyte autoguard bc units from lot: 3251082. Two of the units displayed a v-shaped cut in the catheter tubing which is consistent with a needle puncturing the catheter tubing. The third device was returned with the needle still puncturing the catheter tubing. In all three cases the location of the puncture is near the tip of the catheter tubing and likely resulted in an inability to insert the catheter tubing and a general feeling of dullness in the needle. Needle through catheter events can occur as a result of manufacturing or use of the product. Manufacturing generated occurrences of this non-conformance are mitigated by a combination of automated visual inspection systems and complete product inspections by trained quality professionals. Based on the location and appearance of the puncture our engineers were not able to associate the root cause for this event with the manufacturing process. If a needle punctures the catheter tubing during manufacture, the resulting product will be inoperable. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and complaints received for this device and reported condition will continue to be tracked and trended.